Manufacturer narrative:
Further investigation was performed by engineers in the manufacturing site and it was determined that this issue is potentially related to the supplier process; therefore, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. Consequently, no further action is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented asp art of this monthly review.

Manufacturer narrative:
The disposable pressure transducer (dpt) was received by our product evaluation laboratory for a full evaluation. However, the evaluation has not yet been completed. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient of this dpt, blood pressure value suddenly got unstable and drifted. There was no error message displayed. There is no further information about this event. There was no allegation of patient injury nor incorrect treatment provided due to this issue. The device is available for evaluation. Patient demographics were requested but were not available.

Manufacturer narrative:
One disposable pressure transducer (dpt) was received by our product evaluation laboratory for a full examination. The report of pressure issue was confirmed. The dpt did not zero nor sense pressure on pressure monitor. Electrical testing showed that input impedance (2,352 ohms) met specification, but output circuit had open condition. No visible damage was found at dpt cable connector, cable, sensor chip or solder joints of dpt. Continuity testing confirmed that circuit was continuous between sensor chip and cable, but there was open condition between contact plates and cable. By examination of the connector after the plates were removed confirmed that the #3 leadwire had not been completely inserted into the connector.